Manufacturer narrative:
Lot - unk as not provided by reporter. Death, pneumothorax, and insufflation are not labeled in the IFU. Event eval: still under investigation.

Event description:
In (B)(6) 2010, there was an airway exchange catheter utilized on a premature infant. During use of the device, they insufflated with oxygen - this resulted in a pneumothorax. The pt subsequently died. On (B)(6) 2010, cook inc has called the hospital risk mgmt to determine more details but as of 12/15/2010, no additional info has been forthcoming.